Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose (bg) level was "high" on the continuous glucose monitor. Cause of bg was that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. At the time of the call with tandem technical support, the customer had not addressed bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."